Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was properly inserted into the insertion sheath. The device was then pulled back and locked. When the angio-seal device was withdrawn, the anchor was not locked, and the angio-seal device fully came out of the insertion sheath. The device was not used, and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. There was no health damage to the patient. There was no patient injury, medical/surgical intervention required. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter is unknown. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed since the product was not available for evaluation. The exact cause of the event cannot be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.